Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on anterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.